Manufacturer narrative:
Results: damaged footboard modules (including scale module).

Event description:
It was reported by service report that the scale was not working and there were damaged footboard modules. No patient involvement or adverse consequences were reported.